Event description:
Information received by medtronic indicated that the customer had software error detected alarm. The customer also reported that the insulin pump's battery was not lasting as expected. The customer also received the failed battery alert. No harm requiring medical intervention was reported. Troubleshooting was partially performed. The customer will discontinue the use of the device. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Updated summary: pump has been returned for analysis.

Manufacturer narrative:
Customer returned pump for an alleged failed battery test, charge/battery lasts less than expected and pump error 53 found on (B)(6) 2022. The pump passed the displacement test, active current test and self test. Pump failed sleep current test due to high currents. No failed battery test, unexpected battery alerts, or pump error 53 alarms noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The history download confirmed pump error 53 due hardware error found on (B)(6) 2022 at 15:47:09.00. The formatted history file confirmed pump error 53 alarm (line number 382 file number 2104). Problem isolated to the electronic assembly as per global logic analysis (lwd 4812707). Several failed battery test were found in the history files on the event date from 15:47:12.00 to 15:48:17.00. Pump was cut open to perform visual inspection and found evidence of moisture damage on pcba 1 and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case (battery tube), pillowing keypad overlay. Failed battery test and charge/battery last less than expected not confirmed during testing. Exposed to moisture confirmed. Pump error 53 confirmed in the history files due to hardware error caused by an attempt to set duty cycle to pwm channel, which is not enabled. Pump failed sleep current test due to moisture damage. Unexpected battery power loss confirmed due to high currents caused by moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.